Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 597 mg/dl with high ketone levels; cause was not known. Reportedly, the customer required assistance with addressing bg level with a bolus. Tandem technical support performed a pump system check and verified the pump was functioning as intended. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy.